Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the printouts and shown corrupted text in data files. Fse turned on the analyzer and the errors reoccurred and corrupted data was identified in the test list. Fse then replaced the main board and calibrated the detector as a result. Fse repaired and validated the analyzer by successfully performing calibrations, ran quality controls without error and within acceptable range after parameters were reloaded from the usb. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 21feb2022 through aware date 21mar2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (2001) rtc power on clear description: an internal clock backup error occurred. Troubleshooting: reset the date and time. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the faulty main board.

Event description:
A customer reported error message ¿2001 rtc power on clear¿ on the aia-360 analyzer. The customer rebooted the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.